Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has physical damage. The customer indicated that half of the reservoir tube lip broke off and sometimes the reservoir gets loose. Customer¿s blood glucose value at the time of the incident is unknown. The customer confirmed the reservoir would not lock into place. She also reported the insulin pump has cracks on the screen and battery compartment, and she would receive no delivery alarms about twice a week. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, prime test and excessive no delivery test, no excessive no delivery alarms noted. Unable to perform basic occlusion and occlusion test due to reservoir tube lip broken off. Insulin pump received with reservoir tube lip completely broken off, missing reservoir tube lip o-ring and cracked battery tube thread noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.